Manufacturer narrative:
The b button did not respond due to flattened button dome switch. There was no unlocked lcd keypad connector on the insulin pump. The device was received with minor scratches on the display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the b button was hard to press. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.